Event description:
It was reported that a 375cc mentor artoura plus, smooth, high profile tissue expander being used in a breast surgery was found to have shell irregularities during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 29, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the artoura plus sm te hp 375cc tissue expander had an irregularity between the shell and patch on the anterior view. Leak testing was performed, according to the mentor procedure, and no leak sites were detected during the analysis. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. While this complaint was initiated for a defect that appeared to be a scratch, through the assessment it was identified to be an excess material as part of the manufacturing process, that will not cause injury and is unlikely to render the product unusable or difficult to use. There are inspections at various stages of the manufacturing process, however excess material is a normal variation that can occur. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (b))(4).

Manufacturer narrative:
On january 18, 2023, mentor received an updated serial number of the device. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).